Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one powerport isp MRI implantable port attached to a groshong catheter was returned for evaluation. Functional, gross visual, tactile and microscopic visual evaluations were performed. A split was noted on the attached catheter approximately 6.9cm from the distal end of the cath-lock. A partial circumferential break was noted on the attached catheter approximately 7.4cm from the distal end of the cath-lock. The edges of the partial circumferential break on the attached catheter were noted to be uneven. The surface was noted to be round and smooth in both regions. Upon infusion, a leak was observed from both the split and partial circumferential break on the attached catheter. Therefore the investigation is confirmed for the reported leak and identified fracture, wear and deformation issues. However the investigation is inconclusive for the reported fibrin sheath formation issue as the exact circumstances was unknown. Also the investigation is unconfirmed for the reported perforation issue as no holes were noted and only splits were there in the catheter. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that three years, six months, and ten days post a port placement via the right intrajugular vein, the patient allegedly experienced extravasation of injected contrast and chemotherapeutics due to an alleged neck pain with infusions via the port allegedly occurred. It was further reported that the catheter was allegedly found with two small perforations to fifteen centimeters mark upon removal. Furthermore, the patient allegedly experienced fibrin sheath formation on the catheter which was treated with angioplasty to ten millimeters. Reportedly, the port and catheter were removed from the patient and replaced with a new port. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiration date: 12/2024) section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that three years, six months, and ten days post a port placement via the right intrajugular vein, the patient allegedly experienced extravasation of injected contrast and chemotherapeutics due to an alleged neck pain with infusions via the port allegedly occurred. It was further reported that the catheter was allegedly found with two small perforations to fifteen centimeters mark upon removal. Furthermore, the patient allegedly experienced fibrin sheath formation on the catheter which was treated with angioplasty to ten millimeters. Reportedly, the port and catheter were removed from the patient and replaced with a new port. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: one powerport isp MRI implantable port attached to a groshong catheter was returned for evaluation. Functional, gross visual, tactile and microscopic visual evaluations were performed. A split was noted on the attached catheter approximately 6.9cm from the distal end of the cath-lock. A partial circumferential break was noted on the attached catheter approximately 7.4cm from the distal end of the cath-lock. The edges of the partial circumferential break on the attached catheter were noted to be uneven. The surface was noted to be round and smooth in both regions. The edges of the split on the attached catheter were noted to be jagged. The surface was noted to be granular in both regions. Upon infusion, a leak was observed from both the split and partial circumferential break on the attached catheter. Therefore the investigation is confirmed for the reported leak and identified fracture, wear and deformation issues. However the investigation is inconclusive for the reported fibrin sheath formation issue as the exact circumstances was unknown. Also the investigation is unconfirmed for the reported perforation issue as no holes were noted and only splits were there in the catheter. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed. The break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. Such kinking may have physiological, placement, usage or mechanical contributing factors. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (result) h11: d4 (unique identifier (UDI) #). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that three years, six months and ten days post a port placement via the right intrajugular vein, the patient allegedly experienced extravasation of injected contrast and chemotherapeutics due to an alleged neck pain with infusions via the port allegedly occurred. It was further reported that the catheter was allegedly found with two small perforations to fifteen centimeters mark upon removal. Furthermore, the patient allegedly experienced fibrin sheath formation on the catheter which was treated with angioplasty to ten millimeters. Reportedly, the port and catheter were removed from the patient and replaced with a new port. The current status of the patient was unknown.